Event description:
It was reported that the pt experienced shocking sensations from his device for at least two weeks. The pt was not in his home state and was given a physician listing closer to his location. Further info is being requested at this time.